Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An account manager reported with a description of crack on lens after implantation. Lens was explanted in a initial procedure. Additional information has been received as surgeon attempted to implant a company +29.5 iol using a company cartridge, but the lens was found to be fractured near the optic. After consulting another physician, the lens was removed and replaced with another company +29.5 using a cartridge (uncertain if it was the same one). However, the second lens also showed a fracture near the optic center. Due to iris trauma from the first lens removal and no additional +29.5 iols available, the decision was made to leave the fractured lens in situ and close the case. One week post-op, the patient reported 20/80 vision, with corneal edema likely contributing, possibly due to endothelial damage, iris trauma, or the fractured optic.